Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the seat upholstery has stretched to the point where the patient is sitting on the cross brace.